Event description:
This product was implanted on 11-10-97. But on 11-13-97 a similar product made and packaged by the same co was being dispensed to the surgical field. On that case the outside foil wrap was marked sterile on 2 places. After the implant was on the sterile field. An added sticker was noted-stating "foil wrap is protective cover only-inside package must be opened before presentation to the field. That implant was discarded and a different product was used. The same scrub tech was scrubbed on both cases and stated that the implant opened on 11-10-97 & used was opened in the same way, but no one noticed the added sticker. Physician has been notified.